Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device would power-down while connected to line power with the battery plugged in; the battery was replaced, and the software was reloaded. The device passed final functional and system tests.

Event description:
It was reported that the battery of the programmer would not charge, and the programmer would not stay on with line power. The programmer has been returned for repair. No patient complications have been reported as a result of this event.